Event description:
A malfunction alarm with code 15 was reported, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue reoccurred.